Event description:
It was reported the c9-4v transducer had separation of the head from the body of the transducer. This was associated with an affiniti 30 ultrasound system. There was no patient or user harm associated with this event. There was no further information available. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed that determined the separation of the head from the body of the transducer was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.